Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not load into the jaws of the device. The clips are visible in the device however they would not feed into the jaws. A new was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.